Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was replaced.

Event description:
The hospital reported the unit indicated a system failure on boot-up. There was no report of patient involvement.